Event description:
Problem with silicon breast implants - implanted 40+ years ago: capsular contractures - needing to have the implants removed. I also have an auto-immune problem (colitis, iritis) no known origin.